Event description:
Caller reported that tandem mobi pump battery would not charge. There was no adverse impact to customer's blood glucose level. Customer was instructed to plug wall adapter into an outlet known to work and wait for at least 30 minutes for pump to begin charging, and technical support planned to follow up. The customer will use multiple daily injections as a backup therapy to ensure uninterrupted insulin delivery